Manufacturer narrative:
Additional information: d9: device available for evaluation: yes. D9: date returned to manufacturer: oct 13, 2025. H3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed the handpiece was received with the plunger rod advanced to the lens stuck in the cartridge. Viscoelastic residue was observed throughout the cartridge. No issues were identified with the cartridge, lens module, device assembly, plunger rod, and plunger rod advancement. The lens could not be removed from the cartridge; however the leading haptic was observed to be unfolded. The complaint issue "haptic damaged" was not identified during product evaluation. The other issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: base on the investigation, no malfunction or product deficiency was identified. All pertinent information available to johnson & johnson surgical vision inc. Has been submitted.

Event description:
It was reported that a preloaded, monofocal intraocular lens (iol) sustained haptic damage. The damage was identified during the product's application, with no patient contact. No adverse effects or delay in procedure were mentioned. The patient outcome status is unknown. No further information provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: not applicable, as there was no patient contact with the device. Section d6a, if implanted, give date: not applicable as the iol was not implanted. Section d6b, if explanted, give date: not applicable as the iol was not implanted. Therefore, not explanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted